Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump jammed. The perfusionist (ccp) had to loosen the occlusion so much that it compromised the cardioplegia flow. When he loosened the occlusion a bit, he got another pump jam error. The device was not changed out, as the ccp was able to loosen it enough to make the pump work. They were able to finish the case with the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.